Manufacturer narrative:
(B)(4).

Event description:
The hcp removed the lead was bent by the area of the first electrode when he removed it from the package. The hcp bent the lead tip, so the electrodes were linear. The electrode was implanted.

Manufacturer narrative:
(B)(4).